Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient developed a skin reaction under the sensor pod area only, with burning, redness, pimples and pustules. Her doctor prescribed an antibiotic/steroid ointment (dermasil - betamethasone valerate plus fusidic acid) and oral tablets (hitaxa fast) on (B)(6) 2021. At the time of the report she felt good and the irritation had disappeared. No additional patient or event information is available.